Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer did not observe drops of insulin exit the infusion tubing during the load fill tubing sequence. The customer had small ketones and blood glucose level was elevated (304 mg/dl) and was addressed by administering a manual injection. The customer declined troubleshooting and will administer manual injections as alternate insulin therapy.